Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and shocks. Episodes showed irregular ventricular rate and therapy was delivered due to ventricular rate was higher than atrial rate. Furthermore, shock therapy exhausted in ventricular tachycardia (vt) zone. The health care professional (hcp) stated that rhythm looked regular, however stability was unstable which likely atrial fibrillation (af). Boston scientific technical services (ts) verified no atrial lead was plugged in and sensing was turned off but atrial detection enhancement was still on. Furthermore, ts discussed to turned off atrial detection enhancement. As of this time, the device remains in service. No adverse patient effects reported.